Manufacturer narrative:
(B)(4). Method: the complaint 900pt501 airvo heated breathing circuit was returned to fisher & paykel healthcare (fph) (B)(4) for evaluation. Results: the complaint breathing circuit was visually inspected and exhibited no damage or defect. The resistance between the two terminals of the circuit was measured and found to be in specification. The complaint circuit was set up with a working airvo humidifier, water bag and autofeed chamber and tested for four hours under normal operating conditions, with an ambient temperature of 22 degrees celsius. The circuit heated up within five minutes of the unit starting and condensation was not observed inside the circuit over the period of the four-hour test. No fault was found with the returned circuit. Conclusion: condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple setup and environmental factors. Following this incident representatives from fph visited the hospital in order to further investigate the cause of the problem. During this visit, the hospital clinical educator stated that there was a general lack of knowledge and awareness of condensate management at the hospital. The incident occurred in one the hospital's two neurology wards. Given the clinical nature of the neurology patients, fans are in use in both wards. It is likely that fan cooling has contributed to the forming of excessive condensation in the breathing circuits, particularly during the night, when it appears the temperature is dropping to as low as 16 degrees celsius. Training of hospital staff in the use of the airvo system was carried out by an fph representative in june of this year and further training sessions were held on the 8th, 9th and 10th of october, following reports of condensation from the neurology wards. Our user instructions that accompany the airvo humidifier provide the following guidelines: - do not use the unit when the room temperature exceeds 30 degc (86 degf) or is below 10 degc (50 degf) as the unit may switch off. Humidity output will be compromised below 18 degc (64 degf) and above 28 degc (82 degf). - if excess condensation accumulates in the heated breathing tube, drain by lifting the patient end of the tube, allowing the condensate to run into the water chamber. The 900pt501 breathing circuit is expected to function correctly if the user instructions are followed correctly. It is possible that the user instructions for the 900pt501 were not followed correctly. The user instructions state the following: - drain condensate from the heated limb and interface periodically. - do not place the airvo humidifier in a position that is higher than the patient.

Event description:
A hospital in (B)(6), reported that a trache patient on a pt101 airvo humidifier was receiving therapy through an optiflow opt870 adult trache direct interface when they noticed that there was a large amount of condensation in the airvo circuit. The hospital further reported that they exchanged the interface for a new one but that it too filled with condensation within two hours so they stopped use of the airvo system. The hospital confirmed that the patient is "fine and well" and suffered no consequence.